Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported difficult to open or close (clip jumping) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a clip that jumped opened during device preparation. It was reported that on (B)(6) 2022, a patient presented with grade 4+ degenerative mitral regurgitation (mr). A mitraclip procedure was performed, and the mr was reduced from grade 4+ to 1+ with an xtw clip. On (B)(6) 2023, a follow-up transesophageal revealed an eccentric jet that was anteriorly directed, lateral to the previously implanted xtw. The jet was caused by a posterior mitral leaflet prolapse, that was no present during first clip intervention. Per the physician, the prolapse and recurrent mr was due to disease progression from the degenerative disease. The original clip remained stable and well seated. On (B)(6) 2023, a second clip intervention was performed to treat the recurrent mr. A mitraclip was removed from from packaging and noted to be closed to less than 60 degrees, which diverged from the usually 120 degrees with grippers down. During device preparation, when the xtw grippers were raised and the clip was unlocked and opened for the first time, the clip abruptly jumped open. The arm positioner must have been turned open, and the clip was under tension upon unlocking, which caused the device to pop open. The physician was not satisfied. The clip was prepped and the lock was tested three times to assure there were no issues with the device. Functional inspection passed, and the clip was implanted successfully. As the steerable guide catheter (sgc) was removed, a kink was observed at the primary curve. There was no "+" knob added during the case, or issues advancing clip through the sgc. It was unknown how the sgc became kinked during the procedure, and there was no issue with device performance. The mr was reduced to grade 3 to 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.